Event description:
Patient complained of pain 6-months post-operatively. An x-ray was taken. Surgeon believed that the inner anchor screw had backed out from the outer screw. Procedure was performed to remove the inner screw. Graft was healed and no complications were reported.